Event description:
I was doing a minimally invasive total gastrectomy using a 12 mm surgiquest air seal trocar. When we removed the trocar, a 1x1 cm of the bottom plastic was noted to be missing. We searched in the abdomen and were able to retrieve the fragment. I've never had a trocar piece crack of in any case in >20 years of mis surgery. I asked our operating room staff to send the device back to the MFR for analysis.